Event description:
It was reported that during a laparoscopic gastric bypass, the device cut the stomach, but did not staple. Several cartridges were tried but did not staple. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.